Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and a obtryn mesh were used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh revision/removal surgery on (B)(6) 2010 and (B)(6) 2011 due to infections and pain. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure on (B)(6) 2010 to treat stress urinary incontinence, pelvic prolapse and a mesh was implanted. It was reported on (B)(6) 2010 the patient experienced a vaginal wound infection and wound dehiscence and had a partial excision of the mesh. It was reported on (B)(6) 2013 that the patient experienced chronic pelvic pain, pelvic organ vault prolapse and vaginal discomfort, and additional surgery was scheduled for (B)(6) 2013. No additional information provided at this time. (B)(4).